Event description:
During a proximal humerus procedure surgeon was inserting the guide wire, at an angle, and the drill bit caught the guide wire breaking off the tip of the wire. Surgeon attempted to remove the guide wire with no success, prolonging the procedure 20 minutes. Surgeon decided to insert a second guide wire and when he pulled the drill out, it was noticed a piece of the wire was missing and was in the patient's bone. Surgeon completed the procedure. Final x-rays showed the broken tip of the first wire was free floating and the second wire a piece was imbedded in the patient's bone. Surgeon did not remove the two pieces of the guide wire and they remain in the patient. The removed guide wires were discarded at the facility. This is 1 of 2 reports for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.